Manufacturer narrative:
Information of initial reporter received and has been captured.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, a device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age, sex and weight were not provided. The model # was not provided.

Event description:
A nurse from (B)(6) reported that the customer was hospitalized due to the erratic readings obtained on the contour next link 2.4 meter. No further event details were provided. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.